Event description:
The reporter stated that the device was placed in the lumbar region. When the tuohy needle was withdrawn the tip of the catheter was sheared off and was retained within the pt. A CT scan was performed to identify the location of the retained part. The retained part was not removed from the pt. The pt has had no symptoms related to this event. Integra has requested in writing add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.